Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in a moderately calcified right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), after stent placement, when ivus check was performed, it got stuck in the non-bsc stent proximal. It was rotated without pushing, however it could not be released then it was cut and an unknown wire was inserted inside, further more it got kinked on the mid-way and it did not reach to the distal. When double guide was set and plain old balloon angioplasty (poba) was performed at the area where it got stuck, it was able to released from being stuck. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Updated: eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned detached in the proximal sheath assembly. Device analysis revealed the catheter has a damaged in the exit hole port assembly in the distal end. A kink was observed in the sheath assembly from femoral marker to the proximal end. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in a moderately calcified right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), after stent placement, when ivus check was performed, it got stuck in the non-bsc stent proximal. It was rotated without pushing, however it could not be released then it was cut and an unknown wire was inserted inside, further more it got kinked on the mid-way and it did not reach to the distal. When double guide was set and plain old balloon angioplasty (poba) was performed at the area where it got stuck, it was able to released from being stuck. The procedure was completed with this device. No patient complications were reported.